Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Reportedly post procedure, a suture separation occurred when excess tension was applied on first pre-placed suture. The second pre-placed suture was tightened and used to achieve complete hemostasis. Additionally, z-suturing was also performed as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture/link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.